Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. The ca2 reagent lot number and expiration date were not provided. Calibration and qc were performed and they were acceptable. The lamp was changed on 7-jun-2023 and the cuvettes were changed on 2-nov-2023. The field service engineer (fse) found that the sipper waste valve was defective and the sipper rinse wash level was high. The fse replaced the sipper waste valve, the heat cut filter, and the lamp. He adjusted the sipper rinse wash according to the specifications. He also performed incubation water bath exchange, cell measurement, and photometer check. The customer performed calibration and qc and they were acceptable. Precision studies were performed and they were within specifications. The root cause was a defective sipper waste valve. The service actions done by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 4 patients' samples and discrepant results for 2 patients' samples tested with calcium gen.2 (ca2) assay on a cobas 6000 c 501 analyzer. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Discrepant results for 1 patient sample were provided. Na: initial result: 115 mmol/l. 1st repeat result: 116 mmol/l. 2nd repeat result: 139 mmol/l. K: initial result: 3.5 mmol/l. 1st repeat result: 4.2 mmol/l. Cl: initial result: 82 mmol/l. 1st repeat result: 100 mmol/l. Ca2: initial result: 7 mmol/l. 1st repeat result: 8.5 mmol/l. Reportedly, the customer issued an amended report with the correct values to the physicians.